Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer blood glucose at the time of incident 200 mg/dl. Troubleshoot was completed. Customer had not previously called to report power error detected. Customer said the internal power source was unable to charge. The pump is operating on the aa battery only. Customer had replaced 6 batteries within 3 days. Customer states the light stopped flashing. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer also reported that the insulin pump had died. Customer did not have back up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.